Manufacturer narrative:
(B)(4)

Event description:
It was reported that after the insertion was completed, during the second use, the doctor found that the extension line had separated and could not be used. A new extension line was inserted to resolve the issue. There was no harm to the patient, the patient's condition remained stable, and no medical intervention was required.

Event description:
It was reported that after the insertion was completed, during the second use, the doctor found that the extension line had separated and could not be used. A new extension line was inserted to resolve the issue. There was no harm to the patient, the patient's condition remained stable, and no medical intervention was required.

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The photo shows a 2-lumen catheter with the proximal extension line separated. The customer also returned one 2-lumen catheter for analysis. Signs of use were observed. Visual analysis revealed the proximal extension line was separated towards the juncture hub. Microscopic examination confirmed the separation, and the edges of the separation points appeared smooth and consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The separation in the proximal extension line measured 25 mm from the juncture hub. The proximal extension line outer diameter measured 2.21 mm, which is within the specification limits of 2.13-2.21 mm per proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 1.50 mm, which is within the specification limits of 1.42-1.50 mm per proximal extension line extrusion product drawing. A manual tug test confirmed all lumens were secured to their respective hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a separated extension line was confirmed through complaint investigation of the returned sample. Visual inspection revealed the proximal extension line was separated towards the juncture hub. The edges of the separation points were smooth and appeared consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter met all relevant dimensional requirements. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.